Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonscope was used during a procedure on an unknown date. According to the complainant the scope is defective. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device code 1304 captures the reportable issue of center image loss. A fuse 1c colonoscope was returned for analysis. A functional evaluation was performed and the reported image loss was confirmed due to corrosion on the electrical connector. The corrosion was likely caused by past fluid invasion due to a leak at the air-water connector. The leak was caused by a damaged o-ring. The electrical connector, air/water connector, and o-ring were replaced to resolve the issue. The observed damage to the returned device may have been caused by device lifetime deterioration and stress of normal use. Therefore, the most probable root cause classification for this complaint is designated as cause traced to component failure. A review of the repair history record was performed and nothing was found to indicate a possible service-related cause for the complaint. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 09:59 am CT.the report number is being corrected from: 3005099803-2018-62271to: 3005099803-2018-02548.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonscope was used during a procedure on an unknown date. According to the complainant the scope is defective. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.